Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the vns patient was referred to the surgeon as a system diagnostic test revealed high lead impedance at a follow up appointment with the treating neurologist. The patient has had surgery where the lead and generator were replaced. Good faith attempts to obtain the explanted devices are underway. In addition, good faith attempts to obtain additional information from the treating physician have been made, however, no additional information has been received to date.